Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed faulty scope detection. A review of the device history record found no deviations that could have caused or contributed to the scope not being detected. The device shipped according to specifications. It has been over nine years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely corrosion of the ultrasound connector attributed to the scope not being detected. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the ultrasound probe and distal end unit were damaged, the insertion tube bending section was detached, and the ultrasound connector was corroded resulting in a missing echo signal. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for an unspecified procedure, an error was displayed on the monitor indicating an incompatible ultrasound scope/probe. Replacing the lamp did not clear the error. Additional troubleshooting found the scope was the source of the error. The scope was wet when it was being connected. The procedure was rescheduled. There was no effect on the patient due to the event.